Event description:
Rptr's spouse is on life support equipment. 1. So far users have received peripheral devices that are non-compatible with each other and did not work properly. 2. Defective equipment that has broken down completely, after not working properly to start with. 3. Equipment that appears to be working, but found later that it was not. 4. Equipment that quits working even though all the indicators show it is working perfectly. Referring to item #1: users were delivered an oxygen concentrator, a 5 lpm unit with an operating pressure of around 2 psi. An oxygen mask was supplied with the concentrator that will not function properly if the supply pressure drops below 20 psi. Needless to say, rptr's spouse suffered from severe oxygen depletion due to these mismatched peripheral components. Referring to item #2: said oxygen concentrator sounded like a thrashing machine from the time it was delivered until the time it broke down 2 days later. In the interim, it was only putting out about 1/2 of the oxygen concentration it should have been putting out. Combined with the mismatched mask of item 1, users had very serious problems. Referring to item #3: a new oxygen concentrator was delivered, again with a mismatched masked. User adapted another mask so that at least their o2 blood levels were holding between 85 and 90% but could not get their o2 above that point. User switched from the mask to a cannula (nose hose) and was able to get their o2 to ride slightly above 90 on the concentrator. On compressed oxygen user could get their o2 up to 94% on the cannula. But if they switched back to the concentrator it would drop back down to 90% again. Referring to item #4: the concentrator and compressed tanks were replaced with liquid oxygen storage tanks. "Great! What could go wrong?" On liquid oxygen at 3 lpm at 32 psi the original oxygen masks would function properly, and breathing through the cannula was ok. As a safety precaution against a pinched or blocked airline hose, the humidifier device supplied with the liquid oxgyen tanks has a whistle that will sound if an obstruction occurs. However, this humidifier device uses a plastic airstone, very similar to a fish aquarium airstone. This device is installed ahead of the obstruction whistle. One would assume that liquid oxygen is clean enough that it would not clog an airstone in less than two weeks time. Also no instructions on changing the filter are supplied with the unit. Well, the inevitable happened, rptr woke up this morning to find their spouse's lips blue and they were unconscious. They had their cannula in, the oxygen tanks showed they were putting out oxygen, etc. It took close to 1/2 hr to discover that the oxygen was blocked at the filter, after the flow meter and before the blockage whistle. In simple english, the life support equipment that is supposed to save lives is of faulty design. The people providing the peripheral devices do not care that they are supplying equipment designed for one operating pressure with devices that only put out 10% of the required pressure. And mfrs are making peripheral devices that cut off life support without any warning device and thwarting the existing meters. Rptr doesn't want to take up any more of FDA's time, but their spouse is in the condition they are in because of medical tests that failed to work properly, and now must rely on life support equipment that doesn't.